Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Concomitant medical product: (3)caps; central line, therapy date (B)(6) 2018.

Event description:
The customer reported that during a gravity infusion of normal saline with 2 units of heparin/ml into the cvp on right jugular central line on a neonate, the back of the filter leaked. Although requested, no further information was obtained.

Manufacturer narrative:
Correction: file is no longer reportable, it is determined defect was on a non-bd product.

Event description:
The customer reported that during a gravity infusion of normal saline with 2 units of heparin/ml into the cvp on right jugular central line on a neonate, the back of the filter leaked. Although requested, no further information was obtained.